Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue. The fse replaced the master tool manipulator (mtm) due to error 23031. The system was tested and verified as ready for use. Isi has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a recoverable fault occurred and all the universal surgical manipulators (usms) turned yellow. The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting. The tse reviewed the logs and found error 23031 pointing to the left master tool manipulator (mtm). The tse walked the customer through a hard power cycle but the error persisted. The customer switched to another surgeon side console (ssc) to continue with the surgical procedure. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.